Event description:
It was reported that during a coronary artery bare metal stent treatment procedure, the stent delivery system ruptured. The physician was treating an 80% stenosed mildly calcified, mildly tortuous left anterior descending (lad) artery lesion with a liberte 3.00x12mm bare metal stent (bms). It was reported that when the physician crossed with an unspecified guide wire with delivery system, "rupture" proximal to the balloon segment within the shaft of the stent delivery system (sds), prior to a balloon inflation. The procedure was completed with another of the same device. There were no pt injuries or complications reported. The pt's condition was reported as "stable."

Manufacturer narrative:
The device is expected and has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.